Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a possible helium loss 3 alarm on the screen and does not clear. The pump is pumping. As a result, the operator turned the pump off and on to resolve the alarm. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a possible helium loss 3 alarm on the screen and does not clear. The pump is pumping. As a result, the operator turned the pump off and on to resolve the alarm. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarm is confirmed based on the customer photos provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.